Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/03/2020 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device evaluation summary photo: three pictures were returned for analysis. Upon visual inspection of three pictures, fraying suture could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional information was requested and the following was obtained: how many patient events are reported where suture fraying during removal? For each patient, a separate file needs to be opened with following details: event date, lot number, quantity involved. Any adverse patient consequences and what medical/ surgical intervention was performed? The surgeon says this has been happening for about 1 year, maybe more. She notices small bits of prolene when she removes the sutures, and sometimes when using it during surgery (see the photos I attached to the complaint). She never really thought much of it, but lately she has decided to highlight the problem which seems to be more common. They have not recorded the specifics. It is impossible to report exactly how many patient this happened to since it has been going on for a long time. Each time it was during a hand surgery. 1 suture was used per patient. There was no adverse patient outcome happened. I have sent some pieces of suture for analysis. This corresponds to the number of patients it happened on. The specific dates of each operation was not recorded . The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the number of patient events with suture frayed during the procedure. Please clarify if the suture frayed intra op? Did the suture fray post op? Additional event captured in mw 2210968-2020-01717.

Event description:
It was reported that the patient underwent a hand procedure on (B)(6) 2020 and suture was used. The suture appears to fray in various areas, while using suture as well as when removing, the surgeon sees in the derme and hypoderme miniscule pieces of suture material. The surgeon remove small pieces of suture material from the wound as she removes the stitch. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 03/08/2020. Corrected information: (UDI).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/31/2020. Additional information: additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch plh468; mfg. Date -10/16/2019; exp. Date -9/30/2024. Batch pdr830; mfg. Date -4/10/2019; exp. Date -3/31/2024. Batch php845; mfg. Date -7/11/2019; exp. Date -6/30/2024. Batch pah546; mfg. Date -1/17/2019; exp. Date -12/31/2023. A manufacturing record evaluation was performed for the finished device possible lot numbers, and no non-conformances related to the reported complaint condition were identified. Additional investigation summary: it was reported performance fraying suture intra-op. Two empty opened overwrap packets of product code eh7150, lot # plh468, an empty opened overwrap packet and an empty labeled winding former of product code eh7150, lot # pdr830, two bottom overwrap packets, a paper lid and an empty labeled winding former of product code eh7150, lot # php845, a labeled winding former of product code eh7150, lot # pah546. A needle/suture piece, three sutures pieces and a three of knotted sutures pieces. (It was not possible identify what lot number belong to each suture piece). During the visual inspection of the three sutures pieces and a needle/suture combination the ends were noted cut appear to be by use of a surgical instrument and no fraying was noted, in the visual inspection of the knotted sutures fraying was observed on the strand caused by use. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance fraying suture suggest an improper handling. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the number of patient events with suture frayed during the procedure. Maybe 30 . They have not recorded the specifics. It is impossible to report exactly how many patient this happened to since it has been going on for a long time. Please clarify if the suture frayed intra op? Yes the suture frayed intraop. Did the suture fray post op? Pieces of the sutures were found in the tissue post op during removal as well.. Note: events related to suture intra-op frayed reported via mw 2210968-2020-01716, 2210968-2020-02498, 2210968-2020-02499. Event related to suture post-op fraying reported via 2210968-2020-01717